Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. No unexpected off no power alarm noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of the customer reported that the insulin pump had a malfunction. The customer was not doing anything with the insulin pump when it had alarmed a motor error. The insulin pump also did not alert a low battery prior to the off power alert. The customer's blood glucose level was unknown. The insulin pump passed the displacement test and the manual prime test. The motor error did not occur during troubleshooting. The mother of the customer was uncomfortable with using the device and will return it for a replacement.